Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure when the biosure screw was placed in the tibial tunnel and secured, some of the biosure ha material was noticed coming out of the edge of the tunnel. All loose material was removed from the patient and the procedure was completed with a backup device. There was no delay or patient impact reported.

Manufacturer narrative:
There were only outer spiraled thread edges returned. Based upon these and the surgical notes, indication is that a tighter than desired tunnel was attempted. When a smaller diameter tunnel than the implant and force are used, the very outer edges of the screw threads are likely to strip off and peel away. These screws are intended to be an interference fit. A 1:1 sizing ratio allows for maximum surface to surface contact of screw to tunnel. No root cause related to the manufacturing of this device can be confirmed. The finding is based upon the limited physical pieces of the implant returned. Device history record review found there were no deficiencies identified with this batch number during manufacturing. Complaint history search revealed no other complaints for this batch.